Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported on 04/03/2014, female pt of unk age had a nephrostomy tube removed and replaced due to an obstruction on (B)(6) 2014. On (B)(6) 2014, the drainage catheter was reported to be fractured and leaking. The drainage catheter was removed and replaced with a new of the same device. There was no report of injury or harm to the pt. It was reported the device is not available for return to the MFR for evaluation as the device was disposed of by the user.